Event description:
The pt was positioned on the stretcher which had never been used before. A member of the operating room team cranked the foot of the stretcher to elevate. The foot of the stretcher dropped suddenly while being cranked. On examination of the stretcher, it was noted that the foot support bracket was bent, allowing the frame to twist and the elevation support to come out of the position lock notch. The potential for injury was considered significant.